Event description:
During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad0. A pre-intervention stenosis level was not reported. After the lesion was pre-dilated with a 2.50x30 mm maverick balloon, a 2.75x32 mm taxus stent was deployed in the lad. No information concerning post-interventional residual stenosis or flow was reported. The patient received angiomax, intergilin and nitroglycerin during the procedure. No information concerning vessel calcification or tortuosity was reported. No information was reported concerning patient complications. The patient presented 109 days after the initial procedure with an in-stent restenosis in the lad. Percentage of pre-intervention restenosis was not reported. Following ivus imaging, a 2.75 mm quantum balloon was inflated in the mid lad. No information concerning post-interventional residual stenosis was reported. No information concerning complications was reported.